Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03496 / 03497). Remains implanted.

Event description:
Legal counsel for patient reported patient has been indicated for revision seven years post-implantation due to allegations of pain, lack of mobility, metallosis, metal debris, and elevated metal ion levels; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient has been indicated for revision seven years post-implantation due to allegations of pain, lack of mobility, metallosis, metal debris, and elevated metal ion levels; however, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative notes reported left hip revision approximately seven years post-implantation due to elevated metal ion levels, metallosis, pain. During the revision procedure, trunnionosis on the head and metal debris in the joint were noted. The cup, head, and stem were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Final components were implanted and indicated to have excellent placement, stability, and range of motion. No interoperative complications were noted.root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.